Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: 1. Could you please clarify when issue was identified? 2. Please provide more details for "stapler pins came out of the stapler"? 3. Could you please clarify if there were any patient consequences? 4. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the pmw35 device was returned inside its package unopened. Upon visual inspection, 8 loose clips were observed to be inside the package. Also, it was observed that the tyvek from the packaging was damaged; it was noted to have a cut in the tyvek. The damage found compromised the device's sterility. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what caused the clip to fall out from the device, it is possible that the package was submitted to higher forces than normal during transportation allowing the clip to fall out from the device. Due to the damages found on the tyvek and individual box, a possible cause for these conditions is due to improper handling during transit or storage. A manufacturing record evaluation was performed for the finished device lot number: 208a68, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the stapler pins came out of the stapler.